Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 186 mg/dl. The customer stated that their is crack on the batter compartment. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 44 mg/dl. Customer stated that she is not sure how the low blood glucose occurred. The customer ate and it went up to 186 mg/dl. The customer declined to troubleshoot for low blood glucose.